Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for study-required follow-up visit, externalized conductors were observed. No electrical anomalies were detected. No action was performed. The lead remains implanted. The patient will continue to be monitored.